Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2025, a sales representative reported via email that an ar-1588rt-2j tightrope ii rt experienced suture breakage under minimal resistance while pulling the graft through the tunnels. The procedure was completed successfully, and no pieces broke off in the patient. This was discovered during an mpfl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 09/04/2025. Additional information received on 9/11/2025: the issue occurred as the surgeon was shuttling the graft. To resolve the issue, an ar-1588rt-2j tightrope ii rt was opened and used to complete the case without complication. There was no delay to the procedure, and no additional anesthesia was required. All broken suture material was successfully. No adverse patient effects were reported during or following the procedure.